Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the full product code of the reported harmonic device.

Event description:
It was reported that during an unknown procedure, the coating between the shears had come away and part of it had to be retrieved from within the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n91n7m. Additional information was requested and the following was obtained: the product code is: harh36. Product description: harmonic ace+7 laparoscopic shears, 5mm diameter, 36cm shaft length. Product lot number: n91n7m. More information that was requested: event outcome/how was it managed? The coating on the shears that had come away was retrieved from the patient. A new harmonic device was opened to complete the operation. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No abnormal sounds were heard during testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.